Event description:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant devices - avl rotating hinge yoke 60mm x 16mm catalog #: rd119132 lot #: 350160, avl hinge lock ring catalog #: rd119120 lot #: 336560, lombardi hinge knee femoral component 60mm right with porous coat catalog #:  cp111797 lot #: 606610, avl rotating hinged knee 60mm non-modular tibial base plate catalog #: cp111798 lot #: 569680, finn rotating hinged knee modular bond stem size 11.5mm x 152mm catalog #: cp111799 lot #: 569510, orthopedic salvage system locking pin catalog #: 150478 lot #: 223150, lombardi hinge femoral bushing catalog #: rd119021 lot #: 859300, avl rotating hinge knee tibial bushing set catalog #: rd119111 lot #: 411130, avl rotating hinge bearing 60mm x 16mm catalog #: rd119072 lot #: 395040, avl rotating hinged knee 5 degree hyperflexion bearing set 60mm x 12mm & 14mm & 16mm catalog #: cp111836 lot #: 569470. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-00481, 0001825034-2023-00482. Investigation incomplete.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision approximately twenty years post-operatively to address component failure; however, the extent and nature of the failure is unknown. Attempts have been made; however, no additional information is available.